Event description:
It was reported that the clave¿ connector exhibited particulates. It was stated that the clave connector has the following particulates in their final product: cellulose/lignin, cellulose fiber, polypropylene, polyethylene, pvdf-hfp, textile cotton fiber, textile polyester fiber, eva, indigo cellulose or cotton fiber, fluorocarbon-based material. He event was detected during final visual inspection of drug product in cryopreservation bags after final fill. The event occurred during patient runs for a clinical trial. Particulates were identified during 200% visual inspection and were rejected. This has led to rejection of some lots with single doses formulated. There was patient involvement and no harm has occurred.

Manufacturer narrative:
Investigation summary: the reported complaint of particulates in the clave could not be confirmed. Without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.